Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that after completing the self-test the unit showed "vent inop", "motor fault", and "xdcr fault", "motor fault", "low pip" and "low ve" alarms. The customer stated that the unit was on a patient during this reported event but there is no allegation of harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator main pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. The unit was powered on and "xdcr (transducer) fault", "vent inop (inoperable)", "motor fault", and "low ve" alarms were present in the events error log. After allowing the unit to run for two days, the "xdcr fault" and "vent inop" faults were unable to be duplicated. However, the delivered and monitored tidal volumes were found to be out of specification despite performing calibrations. This was determined to be caused by transducers that have drifted and was concluded to be due to material fatigue.